Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch per611 and no non-conformances were identified. Additional h3 investigation summary: an empty labeled winding former, a needle and a needle/suture piece of product code eh8030, lot # per611 were received for evaluation. The product code is double armed. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed on the body needle. No remnant of the suture was observed into the barrel hole and the suture swage end was not received for evaluation to determine the assignable cause. The second needle/suture piece was examined, and no needle pull of was noted. No functional test can be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts to obtain the device have been made. To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The needle pulled off of the suture easily. No reported patient consequences.